Event description:
MFR received a report from an attorney of a power wheelchair being involved in a fire. As a result of this incident, the user allegedly died of smoke inhalation. Examination of the device has not been permitted but photographs have been provided. These photographs show the use of unauthorized electrical components which appear to have been the cause of the fire.